Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer contacted their healthcare provider to obtain alternate method of insulin therapy.